Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The pace/defib engine was replaced as a precaution. The pace/defib engine board was scrapped after tesing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an incease in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.